Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and a damaged set screw.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the physician tried to connect the right ventricular (rv) lead to the device, but could not push the rv lead enough by hand due to adhesion; therefore, the lead was pushed into the port using a forceps and connected to the device. However, the rv lead tip was not clearly visible, and thus the lead had to be reconnected. When disengaging the connected rv lead from the device, the physician was reminded to rotate the setscrew counterclockwise by one and a half or two turns. After the rv lead was once removed from the ipg, the physician tried to reconnect the rv lead, but the lead tip was not advanced enough, and as a result of turning the screw counterclockwise too much, the torque wrench was no longer able to engage with the setscrew. Although the ipg setscrew was turned repeatedly, the setscrew did not work, and the device could not be connected with the rv lead. Repeated attempts resulted in the same outcome. The ipg was removed and the rv lead immediately connected with a new device, and the procedure was completed successfully. No patient complications have been reported as a result of this event.